Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during removal of a 120cm outback re-entry catheter, the end of the device broke away from the main body and remained in the patient. The procedure continued with successful stenting of the right superficial femoral artery (sfa) and the separated end of the outback catheter was wedged against the artery wall. This was during a procedure in which a peripheral vascular angiogram was performed on the right leg. The device was stored per labeling and was opened in the sterile field. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, during removal of a 120cm outback re-entry catheter, the end of the device broke away from the main body and remained in the patient. The procedure continued with successful stenting of the right superficial femoral artery (sfa) and the separated end of the outback catheter was wedged against the artery wall. This was during a procedure in which a peripheral vascular angiogram was performed on the right leg. The device was stored per labeling and was opened in the sterile field. Additional information was requested but was not provided. The non-sterile unit of the outback elite 120cm re-entry device was received coiled inside a transparent plastic bag and unpacked for evaluation. Visual inspection revealed the cannula was deployed upon return, with the handle slider positioned in the deployed state. The nosecone subassembly was found separated, and the missing part was not returned. No other anomalies were noted. Functional testing showed that the handle slider successfully deployed and retracted the cannula without any functional anomalies. Inspection of the separated area under magnification confirmed the presence of the expected overlapping weld spots along the keyed housing and the intersection of the outer collar and keyed housing. No cracks, holes, or voids were detected, and the welds appeared consistent with design expectations. The reported customer event ¿catheter tip/distal tip (outback only)- fractured/separated¿ was seen during the product evaluation. Manipulating the device against resistance may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Consider using a 3¿4 mm balloon at low atm to dilate points of resistance, as needed, along delivery track. If the cause cannot be determined, withdraw the outback® elite re-entry catheter. Excessive rotation, bending or kinking of the outback® elite re-entry catheter may affect its performance. Withdraw the outback® elite re entry catheter if it becomes excessively kinked.¿ based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, during removal of a 120cm outback re-entry catheter, the end of the device broke away from the main body and remained in the patient. The procedure continued with successful stenting of the right superficial femoral artery (sfa) and the separated end of the outback catheter was wedged against the artery wall. This was during a procedure in which a peripheral vascular angiogram was performed on the right leg. The device was stored per labeling and was opened in the sterile field. Additional information was requested but was not provided. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, d9, g3, g6, h1, h2, h3, and h11. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.